Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the rear case flex to not be plugged in correctly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Visual inspection found the rear case flex to not be plugged in correctly. The rear case flex was secured properly to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no audio condition. There was no patient involvement. No additional information is available.